Manufacturer narrative:
Device investigation narrative: examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for the reported incident cannot be determined. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr 5.5 abrader 180 lg high vis. Dspl. Shed metal flakes into the patient. The debris was flushed out of the patient. There was no further need for the shaver during this procedure so no backup was needed. No sounds were heard. No patient impact was reported. A short delay of less than 30 minutes was noted.